Event description:
The tip of the catheter detached during a procedure. (B)(6) reported on (B)(6) 2012 that there was no injury to the pt, that the catheter tip was removed, and the matter was resolved without injury. Update as per complaint form received (B)(6) 2012: dr has reported 'the black tip came off in the pt. Dr has been on holiday since the event and has agreed to see the rep on (B)(6) november when he returns from his holiday. I will provide more complete info when I have seen him. Dr has told rep that the 'pt is fine - tip extracted.' No additional info has been provided.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.